Event description:
It was reported that during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, a pericardial effusion occurred that was confirmed by ultrasound. A pericardiocentesis was performed without success. The patient was sent to the or for a pericardial window. The patient was in the or at the time of the call. It was noted by the bwi field representative that the physician felt he may have hit a diverticulum during ablation which caused the pericardial effusion. Upon request, the bwi field representative provided additional information on the event. The event was life threatening. The physician did not experience any difficulty in manipulating the catheter. There were 7 ablation applications delivered to the patient before the event. The rf generator was set to ¿power-control¿ mode. The power setting was set to 40 watts. The patient required extended hospital stay. The temperature cut off setting was set to 90 and the flow setting was set to 30ml/cc. The patient fully recovered. The prognosis of the patient was good. The patient¿s updated health status is good. The causality of the adverse event was that it was procedure related. A long sheath was not used. The act was maintained at <250.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Webster 4 pole w/ auto ID catheter, model #: d-1097-590-s, lot #: 15835844m. Webster 8 pole w/ auto ID catheter, model #: d-1079-261-s, lot #: 15854837m. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, a pericardial effusion occurred that was confirmed by ultrasound. A pericardiocentesis was performed without success. The patient was sent to the operating room (or) for a pericardial window. The patient was in the operating room (or) at the time of the call. It was noted by the bwi field representative that the physician felt he may have hit a diverticulum during ablation which caused the pericardial effusion. Upon request, the bwi field representative provided additional information on the event. The event was life threatening. The physician did not experience any difficulty in manipulating the catheter. There were 7 ablation applications delivered to the patient before the event. The rf generator was set to ¿power-control¿ mode. The power setting was set to 40 watts. The patient required extended hospital stay. The temperature cut off setting was set to 90 and the flow setting was set to 30ml/cc. The patient fully recovered. The prognosis of the patient was good. The patient¿s updated health status is good. The causality of the adverse event was that it was procedure related. A long sheath was not used. The act was maintained at <250. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.